Event description:
Clinical study. It was reported that 2 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi). The lesion being treated in the index procedure was 2.75mm and was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with placement of a taxus express2 2.75x28mm drug eluting stent in the target lesion. Two days after the index procedure, the patient was returned to the cath lab emergently. The lad stent was opened. Timi 3 flow was established. Om1 was not ideal for intervention due to small caliber. The patient in cardiogenic shock from very poor cardiac output and developed sustained v-tach treated with IV lidocaine and amidarone bolus without success. She was successfully defibrillated and a swan ganz catheter was placed. The patient continued to experience hypotension. The patient was taken back to the cath lab and a six french introducer placed in the pericardial space, approximately 250cc of bloody fluid was removed. The patient continued to improve and was discharged 27 days after the initial procedure.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.